Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the last 3-4 days they kept getting shockwaves in their leg that hurt. The patient noted that the shockwaves were ongoing and getting worse. The patient thought the shockwaves might have something to do with their spine so they used an ice pack, but that didn't work so they thought it might be related to the ins. The patient tried connecting to the ins but they kept getting the 'poor communication' screen. The patient replaced the batteries in the programmer, but they continued to get the same screen. The patient continued to get the 'poor communication' screen during the call, with and without the antenna attached to the programmer. The patient could not remember the last time they successfully connected to the ins. Agent reviewed that the ins could have potentially reached end of service (eos) and redirected the patient to their healthcare provider (hcp) to further address the issue. The patient did not have a managing hcp at the time of the call, so agent emailed physician listings.